Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient presented to the clinic with an elevated lactate dehydrogenase level of greater than 2100u/l and an elevated plasma free hemoglobin level. The patient reportedly failed a transesophageal echocardiogram ramp study; the specific results were not provided. The patient was started on a heparin infusion. The patient underwent a pump exchange on (B)(6) 2015. The patient's laboratory values were reported to be normal after the exchange. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 4 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the returned pump confirmed the presence of deposition in the outlet stator. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, the deposition could have been present during operation and contributed to the patient¿s elevated ldh. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: hemolysis, ramp study (B)(6) for suspected pump thrombosis.